Event description:
The svc report shows while performing preventive maintenance on the unit the co tech (st) verified the device did not pass the pressure leak testing. The st inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.